Event description:
It was reported that an ilet user experienced rising blood glucose after a ¿less than¿ meal announcement at breakfast, with blood glucose peaking at 273 mg/dl for several hours encompassing breakfast and lunch. The user changed supplies the same day, correction doses were delivered, tubing was tested with observed drops, insulin delivery was resumed, and glucose trended down from 231 mg/dl to 224 mg/dl by the end of the call, indicating delivery was occurring and suggesting incorrect meal size announcement. Symptoms included hyperglycemia. Outcomes included no alerts or alarms, no hospitalization, and resolution with continued monitoring and user education on accurate meal announcements. Investigation included troubleshooting of infusion set and tubing function and review of usage, dosing, and glucose trends with education provided. Investigation of this case revealed functional insulin delivery with no device malfunction identified and probable user-related underestimation of carbohydrate intake leading to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect meal size announcement.